Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: "we have identified a quality issue with stock of medline item which prevents this product from being used in the production of our kits. It was found that the expiration date is illegible."

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: "we have identified a quality issue with stock of medline item which prevents this product from being used in the production of our kits. It was found that the expiration date is illegible."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one (1) photo was provided for investigation of material # 367820, batch # 0252764. The photo was reviewed and the indicated failure mode for printing defect on the tube unit label with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to dust/dirt caught on the ink print head. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.